Event description:
It was reported that after a supply change, the patient experienced progressive hyperglycemia using an ilet system, with blood glucose reaching 400 mg/dl despite a subsequent infusion set change and reported reservoir units remaining at 125. Symptoms included hyperglycemia. Outcomes included ongoing elevated glucose requiring troubleshooting and education, with a plan for follow-up within hours and no hospitalization. Investigation included user-led troubleshooting focused on infusion set and supplies. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with suspicion focused on infusion set or delivery issues but without confirmation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.